Manufacturer narrative:
On 2/26/2020, mentor became aware that the following statement was inadvertently not included in the previous submission: the mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/29/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/15/2019, photo evaluation was completed. Upon visual inspection of the picture, a foreign matter was noted to be in the sterile package. However, no conclusion could be reached as to the origin of the foreign matter as the device was not returned for analysis. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/28/2020, device evaluation was completed. Device evaluation summary: a picture was provided, and an object is observed on the paper lid. The product was received for analysis, the implant was in a sealed inner thermoform and no foreign material was observed inside, a foreign particle was detected on the outer thermoform, measuring approximately 1.2 x 1.6 cm. Additional analysis was performed to identify the composition of the material observed and the results revealed it is primarily composed of acrylonitrile-butadiene rubber-based material, the nitrile gloves can be pinpointed as a potential source. According to manufacturing investigation, this product complaint will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use. Manufacturing areas where the shell or device is exposed to the environment is a controlled manufacturing environment. Mentor has established procedures to ensure environmental control is maintained, intended to reduce potential contaminants, particulate and/or foreign matter that may affect the cosmetic appearance or structural integrity of a finished device. There are inspections at various stages of the manufacturing process, to evaluate for foreign particles or other types of defects, however these types of inspections are human based and therefore have opportunity for an item to not be detected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/1/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: foreign matter (pre-implant). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that surgeon opened implant box and found a foreign object on the sterile part of the box. The surgeon refused to implant the device. The surgery was not delayed, and no patient involvement was reported.